Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported unsealed device packaging was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported unsealed device packaging; however, factors that may contribute to unsealed device packaging include, but are not limited to, shipping damage, packaging error, and user handling damage. It should be noted that although the reported unsealed packaging was confirmed return analysis indicated there were signs showing evidence that the vendor seals on the clear pouch were previously sealed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when opening the white portion of the packing of the 4.00x15 mm trek balloon dilatation catheter (bdc), it was noted that the package was already unsealed. Since the packaging was already opened, the device was not used and there was no patient involvement. The bdc was replaced. There was no clinically significant delay in the procedure. No additional information was provided.